Manufacturer narrative:
Review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
The doctors found that the insert and baseplate dimensions were not in conformity with the operation, and the 82-7-0515 insert could not be installed into the 7115-0005 baseplate, forcing the doctor to replace the 82-7-0514 insert into the 7115-0005 baseplate.

Manufacturer narrative:
An event regarding size/fit issue involving a scorpio insert was reported. The event was not confirmed. Device evaluation and results: a visual inspection of the returned device noted that the superior surface of the insert has some scratches and indentations. The post is intact and the wire is slightly out of its original place. Material analysis engineer indicated, "damage consistent with the implantation process observed on the insert. Surface damages indicate the locking wire was pulled from its position during surgery. Dimensional or functional testing would not yield useful information given that the insert is damaged." Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the insert and baseplate dimensions were not in conformity with the operation, and the 82-7-0515 insert could not be installed into the 7115-0005 baseplate. The event could not be confirmed nor the root cause determined because insufficient information was provided. A visual inspection of the returned device noted that the wire is slightly out of its original place. Material analysis examination indicated that damage consistent with the implantation process observed on the insert. Surface damages indicate the locking wire was pulled from its position during surgery. Dimensional or functional testing would not yield useful information given that the insert is damaged. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The doctors found that the insert and baseplate dimensions were not in conformity with the operation, and the 82-7-0515 insert could not be installed into the 7115-0005 baseplate, forcing the doctor to replace the 82-7-0514 insert into the 7115-0005 baseplate.